Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown . Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead tech. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case type was a coronary stent access, right femoral upon closure, when the angio-seal device involved pulled completely out. The doctor confirmed that there were no issues during deployment, however noted that during pull back to get the second click, it was not as smooth as usual. Manual pressure was applied. The device was not obtained as the team needed to cut open the device to ensure that the footplate was not in the patient. There was no reported blood loss. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 12 sept 2023: the procedure sheath size used was a 6f. A pre-deployment angiogram was performed. The patient is stable. The procedure outcome was successful. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).